Event description:
When preparing the tubing for use, we have discovered that there are little brown specs of something underneath the clear plastic cover of the spike that goes into the bag of infusion fluid. Also some of the specs can be seen on the outer surface of the vent on top of the chamber. I have notified our clinical nurse specialist and sent the product back to our clinical patient safety specialist for observation and investigation. We have examined all the product under this lawson number.